Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h4, h6. The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy procedure, during an initial inspection of the bronchovideoscope, there was no black debris when wiping the scope with a gauze. This bronchovideoscope was used briefly prior to switching to another scope for clinical reasons. As the case continued, a debris was visualized in the airway. The bronchovideoscope was visually inspected and black debris came off onto the gauze and noted that the distal tip was falling apart. The procedure was then completed with a similar device. There were no reports of patient harm.